Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per the instructions for use (IFU), potential risks associated with the overall procedure include cardiovascular injury including perforation or dissection of vessels, which may require intervention, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. Infections occurring within 60 days tavr generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed, most contamination probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized. Air in the operating room showed high bacterial counts in one study with the highest counts directly over the operating table. Laminar air flow, reduction of operating room "traffic" and pump micro- wave filters were all recommended, with the conclusion that coronary suction devices were the main source of blood contamination by returning organisms directly from the air to the pump. The majority of access site infections are almost universally related to contamination at the time of surgery. The sheath is provided in a sterile manner after undergoing a rigorous sterilization process. If an access site infection occurs, it is likely related to contamination or infection from elsewhere and is not in any way related to the sterilization or packaging process of the device. The minimum required vessel diameter for a 14fr esheath is 5.5mm. Information regarding the access vessel mld, degree of calcification and degree of tortuosity was not provided. In this case, the exact cause of the femoral artery dissection and subsequent access site infection cannot be confirmed. In addition to procedural factors (manipulation of the device), patient factors (severe obesity) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4) and the (B)(6) registry, a 20mm sapien 3 valve was successfully deployed via the transfemoral approach. Right after the removal of the 14fr. Esheath, an ¿intimal detachment¿ was observed in the femoral artery. Angioplasty was performed and the vessel was repaired. On postoperative day (pod) 1, a ¿minor¿ hematoma was noted at the wound area. Due to patient factors (severe obesity, restlessness from delirium), the patient could not ¿maintain resting in bed¿ and the wound became infected, gradually becoming worse. On pod18, debridement was performed to the wound dehiscence and negative pressure wound therapy was initiated. On pod33, debridement was performed again and wound closure was performed. Information concerning the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided. The device was discarded following the procedure and was not available for evaluation.